Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a cracked screen and was determined to require replacement; the device was described as functional but no longer water resistant, and the user was advised to have backup therapy in place and to sync data to the mobile app prior to shutdown. Symptoms included no adverse clinical effects. Outcomes included no impact on health, therapy discontinuation, or hospitalization. Investigation included review of device history, user interview, and shipping of a replacement device with instructions for return of the original unit. Investigation of this device revealed physical damage to the display assembly consistent with user-related impact, with the device otherwise operational but compromised for water ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.